Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted

Event description:
It was reported that the device was not meshing properly. The event did not occur during a procedure.

Event description:
It was reported that the mesher was not rolling properly. The event did not occur during a procedure. There was no harm or injury that occurred. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
This follow up report is being submitted to report additional information on june 26, 2018, it was reported that the mesher was not rolling properly. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated. Medicrea has previously repaired/evaluated meshgraft ii serial number (B)(4) two times as documented in the vdoc service portal. The last repair was april 25, 2017 where it was reported that there were some notches in the upper roll and the roller, sideplate and ratchet handle gear screw were replaced. This is not a related issue. Product review of the meshgraft ii by medicrea on july 5, 2018 revealed that there was trouble with the cutter and roller. They were corroded and dirty. Repair of the meshgraft ii was performed by medicrea on july 13, 2018 which included replacement of the cutter, roller and ratchet handle gear screw. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by medicrea it was noted that there was trouble with the roller. It was corroded and dirty. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by medicrea it was noted that there was trouble with the roller. It was corroded and dirty. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.